Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer had issues with the insulin pump. It was reported that the insulin pump had depleted battery life, had rejected battery once, rewind was slower and also had no delivery alarms. The customer's blood glucose was unknown at the time of incident. The customer declined helpline assistance. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test. Device received with normal operating currents. No unexpected battery power loss, no excessive no delivery alarm and no rewind anomaly noted during the testing. (B)(4).